Event description:
It was reported that the line fractured.

Manufacturer narrative:
The device has not been returned to the MFR for eval . A chr review showed one other similar product complaint file from this lot. ((B) (4))